Manufacturer narrative:
The reporter informed the company that the product had been discarded.

Event description:
Consumer called stating the brush heads did not fit his/her brush, and one brush head came off in his/her mouth. No injury was reported.